Event description:
A caller reported an issue with the touchscreen responsiveness of the pump, which appeared frozen and unresponsive to input. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a pump reset, which the customer performed, successfully resolving the issue with the pump screen.